Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the ins was at end of service (eos), the battery and stimulation had stopped. The rep used the physician programmer to communicate with the ins. The patient was scheduled for an ins replacement surgery on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative (rep), the physician determined to just change out battery. No further complications were reported/anticipated.